Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 4: 3006705815-2018-01521; 1627487-2018-06098; 1627487-2018-06099. It was reported the patient was no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and confirmed lead migration. The patient underwent surgical intervention (B)(6) 2018 where it was determined the swift lock anchor was not locked on the lead that had migrated. The physician was unable to implant the leads in the correct space thus the procedure was abandoned (reference MFR. Report: 1627487-2018-01493 and 1627487-2018-01494). The entire scs system was explanted. Surgical intervention may be pending to implant a paddle lead.